Manufacturer narrative:
The suspect ventilator main printed circuit board assembly (pcba) was returned to vyaire and evaluated. The reported complaint was confirmed but not duplicated. Multiple transducer faults were found upon a review of the device event log, however, all transducers successfully calibrated when attempted during the evaluation. Based on the results of the evaluation, it was determined that the root cause was solenoid failure.

Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report . The customer reported the suspected main printed circuit board assembly (pcba) is available for analysis and a return good authorization has been issued. At this time, vyaire has not received the suspected main pcba for evaluation.

Event description:
The customer reported while using the vela ventilator; the device displays transducer fault, ventilator inoperable, and motor fault alarms. The customer reported the ventilator shaked with strong noises. The customer determined the most likely cause of the reported event is the main printed circuit board assembly. The customer reported there is no patient involvement associated with the event.